Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient called because they were having ¿problems with the stimulator or the recharger¿. The patient stated they were not using as much implant battery as they would expect and it was only taking them 10 minutes until they finished charging. The patient stated they also were not getting the pain relief they used to and sometimes they didn¿t feel the stimulation at all. The patient connected to the ins with their recharger while on the call and the implant was turned on with four coupling boxes. The patient indicated that they usually were able to get 6 to 8 coupling boxes. The patient stated they did not believe they ever turned their implant off. They stated they did try to increase their stimulation with the programmer and stated that when they were laying on the ins they could feel the electricity vibrating. The patient did not currently have a managing healthcare provider (hcp) because they took some extra pain meds and were dismissed from their care. Patient services reviewed that a physician listing would be sent and it was recommended that the patient see a doctor to have their device checked and discuss their symptoms. It was reported the issue of the ins not depleting as they expected and the patient not getting pain relief/not feeling stimulation began a month to a month a and a half ago (2018). The patient feeling the ins vibrating when laying on it occurred on (B)(6) 2018 and the poor coupling occurred while on the call on (B)(6) 2018. No further complications were reported/anticipated.